Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of the remainder of the left essure coil/in multiple pieces, the entire coil came out') and device expulsion ('misplaced essure coil/essure coil in the uterine cavity.') In an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The patient's medical history included grand multiparity, sterilization, vaginal bleeding, cramp in lower abdomen and genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hystereoscopy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2011 (as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device expulsion. Lot number: 787009 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of the remainder of the left essure coil/in multiple pieces, the entire coil came out') and device expulsion ('misplaced essure coil/essure coil in the uterine cavity.') In an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The patient's medical history included grand multiparity, sterilization, vaginal bleeding, cramp in lower abdomen and genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hystereoscopy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: discrepancy noted in date of insertion: - (B)(6) 2011(as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'medical device removal' was updated by 'removal of the remainder of the left essure coil/in multiple pieces, the entire coil came out'. Event :' misplaced essure coil/essure coil in the uterine cavity'. Lot number, medical history, patient's aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.